Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the variable angle (va) locking screws did not lock into the plates used. An alternative plate was used, and the same hole was stripped. Locking compression plate (lcp) distal fibula plate was used and it worked. The depth gauge tip broke off during measurement. The large fragment plate had rust on it as well. The broken fragments were retained in the patient. The procedure was successfully completed with a three (3) minute surgical delay. No patient consequences. Concomitant devices reported: 2.7mm va-lcp lateral distal fibula plate/3 holes/right (part number 02.118.400, lot unknown, quantity 1), 2.7mm va-lcp lateral distal fibula plate/5 holes/right (part number 02.118.404, lot unknown, quantity 1), 4.5mm narrow lcp® plate 11 holes/206mm (part number 224.611, lot unknown, quantity 1). This report involves one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 2 of 3 for (B)(4).